Event description:
The physician was using the penumbra system 026 to treat thrombosis in the distal basilaris in tortuous anatomy and felt friction from the beginning of access with the penumbra system reperfusion catheter 026. The penumbra system separator 026 was not free in the lumen of the catheter and eventually broke at the proximal end while torquing. The clinical outcome for the patient was not worsened by the device issues, but the physician had provoked a posterior infarct while pushing thrombus with the catheter up into a. Posterior.

Manufacturer narrative:
Results: the unit was in two pieces when returned. The proximal portion of the separator shows a break 4.5 cm from the distal end of the ptfe coating. The distal section is also kinked 3 cm distal of the break. Conclusion: the damage reported in the complaint is confirmed. Follow up information from the physician indicated that there was friction when attempting to access the treatment site. Based on this observation, it is possible that the lumen of the reperfusion catheter became compromised in tortuous anatomy leading to the damage and eventual breakage of the separator. The reperfusion catheter was not returned and cannot be evaluated. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.